Event description:
Related manufacturer report numbers: 2017865-2022-10604 and 2017865-2022-10607. During follow-up, noise resulting in oversensing and automatic mode switch episodes were observed on the right atrial (ra) lead and a loss of capture was noted on the right ventricular (rv) lead. Provocative testing was performed and revealed no anomalies. Abbott technical support was contacted and confirmed the event. Review of the session records also revealed overestimation on the pacemaker. The physician elected to take no further action and to monitor the patient. The patient was in stable condition.